Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device - perforation(uterus)"), device dislocation ("one of the inserts moved/migration"), pelvic pain ("daily pain/ chronic pelvic pain/ pain"), uterine fibrosis ("doctor noted that extensive scarring had occurred. He had to remove built up scar tissue from my uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding/heavy and irregular bleeding") in a (B)(6) old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the inserts was in a v shape/ malposition of essure device location of device: displaced and bent out of tube/ bent backwards". The patient's past medical history included bipolar disorder, ovarian cancer, recurrent abortion and postpartum depression. Concurrent conditions included endometrial polyp. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine fibrosis (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (diagnostic hysteroscopy, cervical dilatation, endometrial polypectomy, uterine curettage) for uterine haemorrhage and surgery (minilaparotomy:microtubal reanastomosis,bilateral cornual reimplantation and extraction of essure on (B)(6) 2011. At the time of the report, the uterine perforation, device dislocation, uterine fibrosis, uterine haemorrhage, genital haemorrhage, menstruation irregular, abdominal pain lower, menorrhagia, fatigue and weight increased outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. The reporter provided no causality assessment for menstruation irregular with essure (ess205). The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine fibrosis, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: during insertion procedure, the essure coil was placed into the tubal ostium without difficulty. Three coils were noted outside the ostium in to the endometrium. This was repeated or the patient s left side with 4 coils being left outside the tubal ostium. Placement appeared good on both sides. On (B)(6) 2011, the patient underwent a diagnostic hysteroscopy, cervical dilatation, endometrial polypectomy, and uterine curettage. The findings were: the left tubal ostia had an essure protruding from the inner canal. There was a second portion that appeared to be the bent end of essure protruding back. There was scar tissue noted over that area. The right tubal ostia was not able to be adequately visualized due to scar tissue. Parts of her fallopian tubes and uterus were removed due to the migration of the essure implant. This was repeated or the patient's left side with 4 coils being left outside the tubal ostium. Placement appeared good on both sides. Procedure used to remove your essure was minilaparotomy with microtubal reanastomosis with bilateral cornual reimplantation and extraction of the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received and the following events were provided: abnormal vaginal bleeding, menorrhagia, fatigue, perforation(uterus), weight gain, and uterine fibrosis. On 27-feb-2018: details of insertion procedure and further procedures that the patient underwent were provided in her medical records. The event abnormal uterine bleeding ,concurrent condition,medical history added from medical records. Reporters added and case got medically confirmed yes incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("one of the inserts moved/migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "one of the inserts was in a v shape". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain ("daily pain"), genital haemorrhage ("heavy bleeding/heavy and irregular bleeding"), pelvic pain ("chronic pelvic pain") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (on (B)(6) 2011, she underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, pain, genital haemorrhage, pelvic pain and abdominal pain lower outcome was unknown and the menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure (ess205). The reporter provided no causality assessment for menstruation irregular and pain with essure (ess205). Most recent follow-up information incorporated above includes: on 29-sep-2017: f/u summons receievd-reporter added, indication, start date was added, events chronic pelvic pain, heavy and irregular bleeding, severe cramping, and migration/perforation of the essure device were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.